Manufacturer narrative:
Per tandem¿s user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 426 mg/dl. System check with tandem technical support was unable to identify a source of the blockage. Reportedly, the customer was using apidra insulin. The customer completed a supply change to resolve the issue.